Event description:
Reportedly, while the ht50 ventilator was being serviced and tested using a nurse call cable, the cable was manually moved and the ventilator alarmed and then shut down unexpectedly. There was no patient involvement with this cause. The manufacturer of this ventilator and cable, flight medical, has notified newport medical that they are conducting a recall for this cable.